Event description:
According to the reporter: during a gastric sleeve procedure in the distal greater curvature of the stomach there was poor staple formation.the stapler stopped mid fire so the healthcare professionals had to open it up and cut the reinforcement material. The staple line definitely didn't look great. The staple line was incomplete at distal. They opened a manual handle and cut of the remaining r einforcement material to resolve the issue. The reinforcement material was used in conjunction with the stapling device. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual abnormalities were noted. The eeprom was uploaded and indicated 26 autoclave cycles for the adapter. A pmv representative sulu was inserted onto the adapter with a pmv handle and battery. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. The firing force was tested and found to be within specifications. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.